Event description:
It was reported that the pump battery was depleting quickly. Reportedly, the pump was thrown into a pool. There was no reported adverse impact to the customer. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.